Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site location was abdomen. The location of detachment was tubing detached from the site. The blood glucose level was 22.2 mmol/l at the time of the event. No further information available.